Manufacturer narrative:
Patient identifier: (B)(6). Implant date: 2004. Initial reporter occupation: area representative. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient developed a type 1b endoleak following implantation of an unknown zenith flex aaa endovascular graft iliac leg. The endoleak was discovered in the left common iliac leg graft via imaging during a routine follow-up. The physician has attributed the endoleak to the patient's disease progression. A re-intervention may be scheduled but has not been determined at this time. No adverse effects to the patient have been reported at this time. Additional information regarding the patient has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, h6- annex e, h6- annex a. A1 - patient identifier: (B)(6). Investigation - evaluation. Walter reed national mil med ctr informed cook on (B)(6) 2021 of an incident involving a zenith flex aaa endovascular graft iliac leg (rpn: unknown tfle). A type 1b endoleak was reportedly found during a follow-up. An additional device was implanted as a result. Image review competed during the investigation revealed partial thrombus within the complaint device as well. Additional events regarding this patient are also reported using patient identifier: (B)(6). A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection of provided imaging of the device, was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a CT study dated (B)(6) 2021 (approximately 17-years post-op) was provided and submitted for expert image review. Based on imaging, the subject device is likely 18 mm in diameter and 88 mm in total length. The image review confirmed a type 1b endoleak at the distal portion of the left tfle. The review suggested that potential graft under-sizing or, more likely, disease progression (given the amount of time since initial implantation) resulted in the loss of wall apposition. Additionally, partial thrombus was viewed in the mid-to-distal area of the device, with no significant areas of narrowing or device kinking. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. It should be noted that this device is distributed via a one-device lot, giving no indication of nonconforming product in house. Based on the available information, including evidence provided by the complaint facility, examination of the provided imaging, DHR review, complaint history, manufacturing documents, and verification testing, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, t_zaaaf36_rev7 ¿zenith flex aaa endovascular graft with the h&l-b one-shot introduction system,¿ provides the following information to the user related to the reported failure mode: "4 warnings and precautions. 4.1 general. - additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. - patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment, and follow-up: - adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and 12 french (4.7 mm od) or 14 french (5.3 mm od) introduction systems. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization or thrombosis. A vascular conduit technique may be necessary to achieve success in some patients. - inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia 4.5 implant procedure : - do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. - inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. 5 adverse events: 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: - endoleak. - endoprosthesis: graft material wear; erosion; puncture. - graft or native vessel occlusion. 11 directions for use: final angiogram: 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12 imaging guidelines and postoperative follow-up. 12.1 general. - all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. 12.6 additional surveillance and treatment. - additional surveillance and possible treatment is recommended for: - aneurysms with type I endoleak. - aneurysms with type iii endoleak. - aneurysms enlargement, /- 5mm of maximum diameter (regardless of endoleak status). - migration. - inadequate seal length". Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for the endoleak was traced to the patient's condition, as disease progression likely occurred. A root cause for the thrombus formation was unable to be established. It should be noted that both endoleaks and thrombus formation are known inherent risks of using this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During image review, partial thrombus was discovered within the mid-to-distal area of the complaint graft, with no significant areas of narrowing.

Event description:
In additional information received on (B)(6) 2021, it was reported that a re-intervention was scheduled for (B)(6) 2021. The physician is opting not to use a graft from another manufacturer, and has instead planned to do an internal iliac bypass - left internal iliac .the left common iliac existing limb will be extended with a 13 diameter zsle. The physician would like to seal-in the external iliac. Details of the re-intervention that took place on (B)(6) 2021 were provided on the same day. The physician first did an open left hypogastric artery bypass. A pigtail catheter was the inserted up the left femoral artery and an angiography run was done to determine the length of the leg graft that would be needed to treat the type 1b endoleak on the existing graft. The resulting image showed that there were 14 centimeters from the flow divider of the existing cook graft down to the distal landing zone of where the physician wanted to land the new graft. A 13 x 122 leg graft was advanced to the flow divider of the existing graft and when looking at it under fluoroscopy, the physician voiced a concern that the graft was not long enough to reach the distal landing zone. The rep discussed with the physician that they could bridge the 2 leg grafts together to extend into the distal landing zone. He replied that he would like to go ahead and deploy the 13 x 122 leg graft to see how it looks. The physician deployed the leg graft and reviewed the new imaging and voiced another concern, stating that the graft was still shy 2 cm of where he believed it should have landed. The physician did another angiography run, which showed that the new graft had successfully sealed the type 1b endoleak; however, it also confirmed that the graft did land 2 cm shy of the landing zone. The physician stated that based on the final imaging, he was satisfied with the outcome of the new graft. Further details regarding the re-intervention to treat the type 1b endoleak with the potentially shortened graft have been reported under MDR reference #: 1820334-2021-01419.

Manufacturer narrative:
A1 - patient identifier: (B)(6). Additional information: a2, b2, b5. Correction: b1, h1, h6- annex f. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.